Manufacturer narrative:
The device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
It was reported that the device had error code 111.2002. No patient involvement was reported.

Manufacturer narrative:
The customer reported problem was confirmed. The device was repaired, passed all required testing and specifications, and released back to the customer. A review of the device history record for sn(B)(6) was performed from date of manufacture 27may2015 to present date 02jan2021, and note that this device has been returned for service once, without correlation to the customer reported issue or service repair.

Event description:
It was reported that the device had error code 111.2002. No patient involvement.